Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 430 mg/dl, 81 mg/dl, 99 mg/dl, 63 mg/dl and 60 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).